Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unknown amount of time, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that an unexpected reset occurred. Customer's blood glucose was 110 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.